Event description:
Seven year old male was pre-catheterized for a voiding cystogram. A 10 fr catheter was inserted under sterile conditions until resistance was met. Balloon was inflated with approx. 3 cc water. After the catheter was placed, dye was then administered but the dye would not flow through tubing. The radiologist was called and he determined improper placement. The nurse deflated the balloon. When the catheter was removed, blood came out. The pt then required surgery for a tear in the urethra.